Manufacturer narrative:
Sensor kit expiration date is 30-nov-2018. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced hyperglycemia with symptoms reported as temporary blindness, eye pain, inflammation of the white of the eye. The customer reported being able to self treat by eating food. Customer additionally reported presenting to the hospital, receiving healthcare professional (hcp) treatment of lantus insulin and steroid injections (dose/type unspecified) for a diagnosis of hyperglycemia. The customer reported a glucose level result of 22 mmol/l (396.40 mg/dl) however it is unknown when the reading was obtained in relation to the reported treatment. There was no report of death or permanent impairment associated with this event.